Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 23.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od). It was later explanted on (B)(6) 2017, because the patient complained of visual disturbances and had an unexpected post-operative refraction. The lens was replaced with a zct150 23.0 diopter lens. Reportedly, the patient has recovered. No additional information was provided.

Manufacturer narrative:
Additional information was provided and there was no patient injury reported and no surgical intervention was required. Patient age/date of birth and implant date were provided. The following sections have been updated accordingly: date of birth: (B)(6). If implanted, give date: (B)(6) 2017. The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.